Event description:
It was reported that the tissue marker sheared off into the pts breast. The physician attempted to vacuum it out, but was unable to locate the tip. The pt has decided due to the calcifications and strong family history of breast cancer, she will have an open surgical excision. At that time, the piece will be removed. There were no other consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.